Event description:
It was reported via repair work order that the siderail could become unlatched during use due to a missing compression spring. The IV pole could fall in an unintentional direction due to a broken weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the side rail could become unlatched during use. However, upon completion of the manufacturer's investigation, it was determined that the side rail was only loose/wobbly and could still remain latched and be unlatched if needed.

Event description:
It was reported via repair work order that the siderail could become unlatched during use due to a missing compression spring. The IV pole could fall in an unintentional direction due to a broken weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.